Manufacturer narrative:
(B)(4). Evaluation of unused samples from the reported lot number found the devices to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. Information regarding operating room fires was provided to the customer.

Event description:
The customer reported that during a cesarean section procedure, they experienced sparks and a flame from the tip of the pencil that they received from roi kit packer. The customer did not retain the incident pencil. The pencils were used with a covidien forcefxc generator which has been tested at the site and checked out as functioning properly. Also in use was a megadyne capacitor pad. There was no injury from this occurrence.